Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The battery was replaced and the device was serviced, cleaned, calibrated and tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported complaint was due to missing internal battery. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.